Event description:
A report was received that the patient was unable to charge due the ipg being sideways in the pocket. The patient underwent a pocket revision, during which, the physician relocated the ipg 3 inches lower. The patient was recovering normally after the procedure.